Event description:
See initial report.

Manufacturer narrative:
H.11: a device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause of the reported event may be related to a loss of calibration of the temperature sensors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The livanova field service have recalibrated the temperature sensors and all tested good. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during the preventive maintenance of a heater-cooler system 3t, customer complained the temperature sensor on patient side seemed off. Verification confirmed the temperature sensors of the patient side were low.there was no patient involvement.